Event description:
It was reported that the home patient (hp) noticed air in the patient line during the initial drain, while being connected to the homechoice (hc). The hp initiated the therapy prior to being connected to the hc. The hp connected to the hc machine after realizing that the initial drain has started. The technical service representative (tsr) explained that the supplies were compromised and the hp will need to end the therapy. The tsr advised the hp to star the therapy using all new supplies. The tsr walked the hp through the ending therapy procedure. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for air in line (without alarm), where the home patient (hp) initiated the therapy before being connected to the hc and connected after the initial drain has started. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.